Event description:
During evaluation of a returned spectrum iq infusion pump, the device was found to have low audio. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device was found to have low audio. The cause was identified to be detached speaker on the rear case, therefore the rear case was replaced to correct the condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.